Manufacturer narrative:
Additional information was received on(B)(6)2021 providing an additional concomitant product of smart ablate generator. Therefore, updated the d 10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)2021, noted a correction to the 3500a initial as the d 4. Unique identifier( UDI) was processed as (B)(4) and it should have been (B)(4). Therefore, updated this section.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001431 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a blood clot issue occurred. It was reported that ablation was conducted by a smart touch sf catheter using a carto vizigo" 8.5f bi-directional guiding sheath small. After ablation, when removed the smart touch sf catheter and the carto vizigo" 8.5f bi-directional guiding sheath small from the patients body, a blood clot was noticed attached to the sheath. Since the procedure had ended, no troubleshooting was performed. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as an MDR reportable blood clot issue.